Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the tool was not returned. If the tool is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A user facility report (mw5066188) was received stating "during a craniotomy a piece of drill bit broke off and remains in the patient. Retrieval would be more risky.¿ on follow up it was reported that the tool broke during a craniotomy for resection of tumor. The patient was noted with very thick skull during cranial flap removal when tool broke and was irretrievable. The broken piece of the tool remained lodged in the patient's brain. Patient will not be able to be in MRI scanner due to metal fragment. Patient information and the surgeon's name were provided. The lot number of the tool was unknown. It was confirmed this was the initial use of the tool.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.